Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose level around 50 mg/dl. To treat the bg level, the customer consumed sugar. Reportedly, the customer consulted with the clinical diabetes specialist regarding diabetes management.